Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis, reported as a peritoneal infection. The breach in aseptic technique was further described as a sneeze without a mask during exchange operation of dianeal. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with an intraperitoneal unspecified anti-inflammatory drug (dose and frequency and duration not reported) for the event. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide any further information.